Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 6.1 inr and 6.5 inr on the coaguchek xs system while a comparison lab returned as 4.15 inr. Caller states she was taken to the hospital after receiving the coaguchek xs results. Caller initially reported receiving coumadin as well as an unspecified injection in her stomach, but the following day the caller denied having any medical treatment. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: will not be returned to manufacturer.